Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c29 that has a similar product distributed in the us, list number 6l27.

Event description:
The customer observed multiple falsely elevated results while using architect havab-igg reagents. The following data was provided. (B)(6). Per the product package insert, result less than 1.00 s/co are interpreted as nonreactive and greater than or equal to 1.00 are interpreted as reactive. The customer uses gray zone 0.9 to 2.0 s/co and retests all specimens in this zone. No impact to patient management was reported.

Manufacturer narrative:
The issue was reported under a different MDR number, 3002809144-2018-00517. All further information will be documented under this MDR number.